Event description:
The customer called to report that they already treated high bgs with a manual injection. The customer stated that they were suspicious on why they did not get their insulin and reported that the driver arms were coming loose on it's own and would not push the insulin properly.